Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the products said to be involved were not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the products said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use include the following precaution: "endoscope must remain as straight as possible when inserting or withdrawing device." The instructions for use also state: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a polypectomy procedure, the physician used two (2) cook instinct endoscopic hemoclips. They inserted the clips down the endoscope and when [advanced] out of the distal end, there was no tip on the clip [clips deployed in endoscope]. They used a competitor's clip to complete the procedure. It was reported that a section of the device did not remain in the patient's body; but the location of the prematurely deployed clips is unknown. However, the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.